Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 10:46:50. During night drain cycle one, the patient's ultrafiltration reading was 1651ml, indicating the home patient (hp) drained 1651ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, inappropriate bypass of the initial drain without low drain volume alarm occurring. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, a patient contacted baxter's technical service center regarding feeling discomfort, which occurred on the homechoice (hc) during use during fill. The patient stated this occurred last night during therapy. The patient stated the hc did not drain him completely in initial drain, and then he felt discomfort after his first fill. The patient stated he just waited for his drain cycle to drain. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on the (B)(4) 2012, regarding the reported event. The rn stated the patient did not make her aware that they were feeling discomfort. Product surveillance informed the rn of what was reported. The rn stated as far as she knew the patient has been continuing therapy successfully. No patient injury or medical intervention was reported. The rn could not provide the drain volume. No further information was available. During evaluation of the returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(4) 2012 10:46:50. During night drain cycle one, the patient's ultrafiltration reading was 1651ml, indicating the home patient (hp) drained 1651ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the occurrence of an increased intra-peritoneal volume (iipv). The iipv was also confirmed via the sample evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The assignable cause of the iipv was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.